Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an enterotomy closure on a gastric bypass on an unknown date and barbed suture was used. During use the suture did not hold in the tissue and ¿backed out¿. Surgeon reported that she used another suture to over sewing the area of issue. Procedure successfully completed. No patient consequences.